Event description:
Wife has used ear candles for years, which have always sucked an amazing amount of wax from her ears, and never caused a problem. I foolishly consented to have her try this procedure on me, which resulted in melting wax dripping onto my eardrum and burning it. In addition to the burn, I now have wax impacted against my eardrum, affecting my hearing on that side - I didn't have this problem at the outset, and should have left well enough alone-. The pain was extreme, and I will never let her approach me with one of these infernal devices again.